Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44mg/dl. The customer called to inquire about basal rate. The customer was given an explanation and advised to contact health care professional for further information. Customer was advised to troubleshoot for low blood glucose but the customer declined. The product was not returned for analysis.